Manufacturer narrative:
Concomitant medical products: bd, 10ml syringe with 3ml of 0.9% sodium chloride, lot: 5090965, expiration: 2018-03; therapy date: (B)(6) 2015. The customer¿s report of a leak from a cracked y-site was confirmed. Visual inspection under magnification identified a crack on the outer half of the female luer approximately .375¿ in length. During re-priming fluid was observed leaking from the crack in the female luer. Stress marks were not observed on the outer half of the female luer but teeth marks from an external tool were observed on the inner half of the female luer. The root cause of the crack was not identified.

Manufacturer narrative:
Bd 10ml 0.9% sodium chloride, model 306547, lot 5090965; therapy date (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer initially reported a crack and resultant leak in the tubing, location unspecified; there was no report of any patient event at that time. Subsequently received customer's medwatch report from FDA, which states "the patient was receiving chemical paralytic, along with continuous pain medication and sedation. Acute increase in bp alerted rn to investigate reason, and it was discovered that the tubing that had the sedation (propofol) and pain medicine (fentanyl) infusing through it was cracked at the y-site. This 'defect' in the tubing has been identified intermittently as an issue since we switched to this product." No other information is available.